Event description:
It is reported that the patient had a cardiac catheterization and placement of three cypher stents in unknown vessels for an unknown reason. In 2009, she developed a "heart attack" which she treated herself with "nitroglycerin, aspirin and pain killers", and was eventually hospitalized as treatment. An unknown procedure "like an MRI with dye" was performed resulting in confirmation of previous "heart damage."

Manufacturer narrative:
Please note that this device is not available for testing and evaluation. Additional information has been requested and will be submitted within 30 days upon receipt. This is one of two reports associated with the patient that were submitted under the following manufacturing numbers 003742446-2009-00081 and 003742446-2009-00082.